Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that an unknown patient underwent a ventricular tachycardia ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Pericardial effusion (pe) after a ventricular tachycardia procedure including mapping with pentaray and ablation with smarttouch. Patient stable throughout the procedure. Pe was noticed at the end of procedure when an ultrasound was done. A puncture was done remove the blood. Patient left the table in a stable condition. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30564285l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-oct-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a ventricular tachycardia ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Pericardial effusion (pe) after a ventricular tachycardia procedure including mapping with pentaray and ablation with smarttouch. Patient stable throughout the procedure. Pe was noticed at the end of procedure when an ultrasound was done. A puncture was done remove the blood. Patient left the table in a stable condition this adverse event was discovered post use of biosense webster products. A thermocool® smarttouch® sf catheter was used. Force visualization features used: dashboard, vector & visitag, the visitag module parameters for stability used: 3mm, 3s, 25% fot, 3 tag size, additional filter used: no (respiration). An irrigated catheter was used and the flow setting: 8 ml/min until 30 w 15 ml/min above 30w. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.